Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2004: (B)(6). Implant sticker. Dualmesh plus antimicrobial. Lot: 02763344; item: 1dlmcp04. Location: upper midline abdominal wall. Expiration date: 11/2005. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/02763344) was implanted during the procedure. (B)(6) 2013: (B)(6). History and physical. Past medical history: bipolar 1 disorder, hypertension, depression. Past surgical history: hernia repair x3, cholecystectomy 1983, hysterectomy 1992, appendectomy. Social history: former smoker quit (B)(6) 2012. Weight 120.2 kg (265 lb), bmi 45.49. (B)(6) 2014: (B)(6). Office notes. Presents with several year history of discomfort and bulging in the abdomen. Underwent an open cholecystectomy many years ago through a midline incision. Has undergone 2 repairs in the past. First repair was a suture repair and the second was a repair with mesh. Reports increasing amounts of pain and last week reports nausea and vomiting. Reports being unable to push the bulge back in place. Exam: hernia: location: incisional. Size: 15 cm. Incarcerated. Impression and plan: assessment is complex incarcerated ventral hernia. Past history of associated bowel obstruction. Plan is complex abdominal wall reconstruction with component separation. I discussed the risks to be but not limited to bleeding infection, and injury to adjacent structures. I discussed the possibility of hernia recurrence, chronic abdominal pain, infection of the graft, and complications related to placement of the graft. I discussed possibility of hematoma, seroma, flap necrosis and loss of skin. I have also discussed possibility of intra-abdominal injury including bowel and abdominal organs. The patient understands the nature of this procedure and the risks associated with it and wishes to proceed. They understand an alternative would be to not perform surgery. They wish to proceed with surgery. (B)(6) 2014: (B)(6). Operative report. Preoperative diagnosis: incarcerated recurrent incisional ventral hernia. Postoperative diagnosis: incarcerated recurrent incisional ventral hernia. Procedure: incarcerated recurrent incisional ventral hernia repair. Creation of right abdominal external oblique myofascial flap. Creation of left abdominal external oblique myofascial flap. Creation of right posterior rectus abdominal myofascial flap. Creation of left abdominal posterior rectus myofascial flap. Implantation of 19 x 28 cm xenmatrix mesh. Adjacent tissue transfer of 60 cm2. Creation of bilateral adipocutaneous flaps. Exploratory laparotomy with extensive lysis of adhesions. Assistants: (B)(6). Estimated blood loss: 100 ml. Complications: none. Drains: two 19-french drains in the subcutaneous space. Specimens: none. Indications: ms. Ansari is a 53-year-old woman who has undergone 2 incisional ventral hernia repairs. The first one was a suture repair and her second repair was repaired with gore-tex. She has developed an incarcerated hernia and has had several episodes of small-bowel obstruction. Findings: large recurrent incisional ventral hernia with multiple fascial defects. The final fascial defect was approximately 15 x 20 cm. Extensive lysis of adhesions was performed due to dense adhesions in the abdomen. The mesh was found to be intact and had pulled away from the fascia circumferentially. Procedure in detail: ¿the patient was identified correctly, taken to the operating, placed in supine position, general anesthetic was administered. The patient¿s abdomen was prepped and draped in sterile fashion. Her prior midline incision was opened and the mesh was encountered. This was excised and passed off the table. Dense adhesions were encountered and this required extensive lysis of adhesions. Multiple hernias were encountered and 2 of them were found to be incarcerated, which were reduced using sharp dissection. The bowel was extensively examined and no enterotomies were noted. The defect is approximately 15 x 20 cm and due to the size of the defect and the patient¿s weight, the fascia was unable to be brought together without undue tension. It was decided to perform a myofascial flap to close this defect. The subcutaneous tissues was dissected free from the anterior abdominal wall on the right side exposing the external oblique and rectus sheath. The external oblique was incised along its border with the rectus sheath laterally with a semilunar line. The external oblique and internal oblique were then separated from each other with electrocautery and this allowed advancement of the rectus sheath and internal oblique towards the midline. The defect was still too large and it was decided to perform a left external oblique myofascial flap. This was performed by dissecting the subcutaneous tissue away from the anterior abdominal wall on the left side of the abdomen, exposing the external oblique and the rectus sheath lateral to the semilunar line on the left side, the external oblique was incised using electrocautery and this allowed the advancement of the rectus muscle medially. The external oblique and internal oblique were then dissected from each other on further advancement of the rectus sheath. The defect was still unable to be brought together and so attention was turned to the posterior rectus sheath on the right side. Electrocautery was used to divide the rectus sheath approximately in the middle of the rectus sheath using electrocautery. This allowed the rectus sheath to be widened and the rectus muscle to be moved medially. This was also performed on the left side where again the posterior rectus sheath was incised and allowing the anterior fascia and rectus to be able to move towards the midline. With these releases, the fascia was able to be brought into close approximation. A 19 x 28 cm xenmatrix graft was then placed within the abdominal cavity and sutured using interrupted #1 pds sutures in a transfascial manner. These were placed in vertical mattress fashion. These were placed approximately 1 cm apart. With the mesh in place, the fascia was unable to be completely brought together without undue pressure on the abdomen. The fascia was able to be brought together approximately within about 2 cm of approximation. Bridging vicryl mesh was then placed here, suturing it using a running #1 pds, bringing the fascia on both sides within close approximation. The 19-french drains were then placed in the subcutaneous space and exited in the lower abdomen. The abdomen was irrigated and the irrigant suctioned. Hemostasis was good. The subcutaneous space was approximately 60 cm2 of a defect that needed to be covered. The adipocutaneous flaps were brought to the midline using interrupted 0 vicryl sutures, tacking them to the underlying fascia to obliterate the space. This adjacent tissue transfer was performed for soft tissue coverage of the wound. The subcutaneous space was then closed with running 3-0 vicryl and skin closed with skin staples. Counts were correct and patient well.¿ (B)(6) 2014: (B)(6). Brief operative report. Preop diagnosis: ventral hernia, unspecified, without mention of obstruction or gangrene. Postop diagnosis: same. Procedure: incisional ventral hernia repair with mesh with component separation. Findings: large ventral hernia, previously placed gortex mesh excised. Hernia sac removed. Biologic mesh placed. Specimens: no specimens in log. (B)(6) 2014: (B)(6). Implant record. Xenmatrix surgical graft. Vicryl 12 x 12¿ knitted mesh. (B)(6) 2014: (B)(6). Anesthesia summary. Asa status 4. Weight 119.3 kg (236 lb), bmi 46.7. (B)(6) 2014: (B)(6). Discharge summary. Admission diagnosis: ventral hernia. Hospital course: admitted to the hospital and had the stated below procedure on (B)(6) 2014. The procedure was well tolerated and there were no intraoperative complications noted. Post operatively, pain and nausea were well controlled and diet was advanced with evidence of return of bowel function. Treatments: surgery: ventral hernia repair with component separation and mesh. (B)(6) 2014: (B)(6). Emergency room visit. Presents with history of surgery for bowel obstruction 4 weeks ago and hernia repair. Presents today because of increasing pain in the left upper area of her belly. Feels like a fluid collection in the upper lateral left abdomen as well as some firmness like a brick she says in her left periumbilical region. Has had a slight increase in redness and warmth for about the last week over abdomen. Exam: has well-healed surgical scars across abdomen both midline and previous drain sites. Has slight increased erythema of skin diffusely. Does have some induration in the medial aspect of the left upper quadrant. Has mild diffuse tenderness. Radiology: abdominal/pelvic CT scan-status post anterior abdominal wall ventral hernia repair with mesh placement, and associated multiloculated fluid collections suspicious for abscesses, liquified hematomas or seromas. Impression: seroma. (B)(6) 2014: (B)(6). Radiology-CT abdomen/pelvis. Findings: status post-surgical repair of the anterior abdominal wall hernia with mesh. In the region of the mesh involving the anterior abdominal wall are multiple loculated fluid collections involving the left and right aspects as well as central midline suspicious for abscesses and liquefied hematomas or seromas. Impression: status post anterior abdominal wall hernia repair with mesh placement, and associated multiloculated fluid collections suspicious for abscesses, liquified hematomas or seromas. (B)(6) 2014: (B)(6). Radiology-CT guided drain abscess. Clinical history: three separate anterior abdominal subcutaneous fluid collections. Impression: CT-guided fluid drainage catheter anterior right abdomen. CT-guided percutaneous fluid drainage catheter placement midline anterior abdomen. CT-guided drainage catheter placement percutaneous left anterior abdominal fluid collection. (B)(6) 2014: (B)(6). Radiology-CT abdomen/pelvis. Findings: there still are anterior abdominal wall fluid collections, but there has been interval complete drainage of the collection in the anterior right lateral abdominal wall. The collection in the subcutaneous tissues has been drained. The collection on the left is still present and measures 8.0 x 2.4 cm which is grossly unchanged. Fluid in the upper anterior abdomen beneath the mesh is still present measuring approximately 11.6 x 1.9 cm. Compared to the prior exam, there is more stranding in the subcutaneous tissues. Not fully scanned is a subcutaneous collection in the midline below the incision measuring 5.6 x 2.6 cm. This is grossly stable. Impression: interval complete drainage of the right anterolateral and midline subcutaneous fluid collections after drain placement described above. Anterior lateral subcutaneous collection is still present despite placement of the drain. No change in fluid collection in the anterior upper abdomen probably below the surgical mesh and also a collection in the midline subcutaneous tissues below the incision. Worsening stranding in the subcutaneous tissues. Clinical correlation is advised with symptoms of infection. (B)(6) 2015: (B)(6). Emergency room visit. Presents complaining of right-sided abdominal pain. States that she had an ultrasound performed which showed a subcutaneous fluid collection in the right upper quadrant. Impression: right upper quadrant abdominal pain. Right abdominal wall seroma. (B)(6) 2015: (B)(6). Radiology-CT abdomen/pelvis. Findings: there are numerous areas of fat necrosis in the left abdominal wall, in the subcutaneous region. There is fluid collection in the right abdominal wall musculature measuring 9.5 x 4.1 cm and 9.5 hu, suggesting simple fluid. A smaller fluid collection is seen along the midline, measuring 7.38 x 1.2 cm on image 33. Impression: two abdominal wall fluid collections, as described above, the largest in the right abdominal musculature measuring 4.0 x 9.5 cm. (B)(6) 2015: (B)(6). History and physical. History of ventral hernia repair, component separation with xenmatrix mesh on (B)(6) 2014 who presents with nausea, dry heaves and right abdominal pain. Had similar symptoms on thursday (2 days ago) at which time a CT scan demonstrated a right-sided abdominal wall seroma. Was initially scheduled for drainage of this on wednesday. Impression and plan: probable infected seroma. Admit to inpatient, IV antibiotics, seroma drainage. (B)(6) 2015: (B)(6). Radiology-CT guided drain placement. History: postoperative fluid collection in the right anterior abdominal wall. Worried for infected seroma. Impression: successful CT-guided drain placement. The fluid did not appear to be grossly infected was sent for gram stain and culture. (B)(6) 2015: (B)(6). Radiology-xr abdomen supine and upright with 1 vw chest. Impression: early or partial small bowel obstruction are possible. There is also a large amount of stool throughout the colon suggestive of constipation. (B)(6) 2015: (B)(6). Discharge summary. Primary discharge diagnosis: seroma. Secondary diagnosis: ileus/small bowel obstruction. Procedure: placement of percutaneous abdominal drain. (B)(6) 2015: (B)(6). Emergency room visit. Chief complaint of shortness of breath. Impression: chronic obstructive pulmonary disease exacerbation. (B)(6) 2015: (B)(6). Radiology- CT abdomen/pelvis. Impression: interval drain placement and resolution of a right abdominal wall fluid collection as compared to (B)(6) 2015 exam. The midline abdominal wall collection persists slightly larger than on previous. Diffuse edema of the abdominal wall subcutaneous fat in the lower abdomen which may be the result of cellulitis. (B)(6) 2015: (B)(6). Radiology- CT abdomen/pelvis. Impression: right flank muscle wall drainage tube removal with now small recurrent fluid collection. Ventral abdominal wall supraumbilical fluid collection has decreased mildly in size. Moderate constipation. (B)(6) 2015: (B)(6). Radiology-CT-guided percutaneous drain placement. Indication: ventral abdominal wall hernia status post mesh repair, with multiple abdominal wall seromas and superinfection. A large seroma laterally in the right lower quadrant has been previously treated successfully with a percutaneous drain. There is persistence of a second seroma at midline. Impression: uncomplicated ventral abdominal wall drain placement under CT guidance. (B)(6) 2015: (B)(6). Emergency room visits. Presents for evaluation of mid abdominal pain. Went to urgent care today and an x-ray was taken for evaluation of her abdominal pain. The x-ray revealed evidence for a probable small bowel obstruction. Has had 2 bowel obstructions in the past with symptoms similar to this event. The last one occurred 1 year ago. The patient was abusing opiates 1 year ago and that may have been the cause of the last obstruction. Weight 130.18 kg (287 lb), bmi 49.24. Impression: small bowel obstruction. (B)(6) 2015: (B)(6). Radiology-CT abdomen/pelvis. Impression: partial small bowel obstruction with the transition estimated to involve the proximal to mid ileum. This may be secondary to an adhesion or other pathology. An obstructive mass is not identified. Intervally enlarging right lateral anterior abdominal wall fluid collection, perhaps a seroma now approximating 11.1 x 4.7 cm. (B)(6) 2015: (B)(6). Discharge summary. Was treated conservatively with bowel rest and IV fluids. By hospital say 2, was ambulating, tolerating regular diet, and reported pain and nausea were well controlled. Subsequently discharged home in good condition. (B)(6) 2015: (B)(6). Operative report. Preoperative diagnosis: abdominal wall subcutaneous seroma. Postoperative diagnosis: abdominal wall subcutaneous seroma. Procedure: incision and drainage of abdominal wall seroma. Anesthesia: general anesthesia. Estimated blood loss: minimal. Complications: none. Drains: 15-french jackson-pratt drain. Specimens: none. Indications: ms. Ansari is a 55-year-ild woman who underwent a large ventral hernia repair with component separation approximately a year ago. She has developed several seromas, which were initially drained with interventional radiology drainage with imaging. She has developed a painful chronic seroma in the right upper quadrant, which was unable to be drained by percutaneous drainage and she presents for operative drainage. Findings: approximately 10 cm x 10 cm chronic seroma and old hematoma was found in the subcutaneous space in the right upper quadrant. The abdominal wall was found to be intact. The fluid was quite thin and fully liquid was able to be drained easily. Procedure in detail: ¿the patient was identified correctly, taken to the operating room and placed in supine position and general anesthetic was administered and the patient¿s abdomen was prepped and draped in sterile fashion. Local anesthetic was injected and the skin was incised above the seroma. Electrocautery was used to dissect in the subcutaneous tissue and seroma cavity was entered. This was drained and debrided. A curet was used to debride the cavity and a 15-french jp was placed in the site and exited out drain site. The wound was closed using 4-0 monocryl and skin glue.¿ (B)(6) 2016: (B)(6). Radiology-CT abdomen. Findings: there is a tiny hiatal hernia. Interval decrease in right lateral anterior abdominal wall fluid collection currently measuring 1.1 x 5.9 cm compared to 4.7 x 11 cm on the prior study. Midline subxiphoid anterior abdominal wall fluid collection on axial image 34 currently measuring 0.7 x 4 cm compared to 0.9 x 4.5 cm. There is mild interval improvement in left anterior abdominal wall subcutaneous fat stranding with a chronic appearing tubular tract but no drainable abscess. There is postoperative laxity of the midline anterior abdominal wall without a defined hernia sac. Impression: interval decrease in complex fluid collections involving the right lateral abdominal wall and the subxiphoid midline abdominal wall. Mild interval improvement in chronic left anterior abdominal wall subcutaneous fat stranding and chronic appearing tubular tract without a drainable abscess. (B)(6) 2016: (B)(6). Problem list. No opiates since (B)(6) 2015. Relapse in (B)(6), clean since (B)(6) 2016. (B)(6) 2015: opiate and alcohol abuse in remission. (B)(6) 2016: (B)(6). Radiology-CT abdomen/pelvis. History: no bowel movement in 3 days and history of bowel obstruction. Findings: there is no evidence of bowel obstruction. Impression: there is moderate retained colonic stool. There is no evidence of small bowel obstruction. There is no free air or free fluid. There is no evidence of appendicitis. There is diastases of the ventral abdominal wall muscle/fascia. There is mild infiltration of the ventral abdominal wall subcutaneous fat which was seen on the prior study dated (B)(6) 2016. In addition, there is a small collection with enhancing periphery within the right lateral abdominal wall which measures approximately 9.2 x 0.9 x 10.0 cm. Appears slightly decreased in size as compared to the prior study dated (B)(6) 2016 (and significantly decreased in size as compared to the study dated (B)(6) 2015). (B)(6) 2016: (B)(6). Radiology-CT abdomen/pelvis. History: abdominal pain. Findings: postsurgical changes from previous ventral hernia repair are again seen. There is wide diastases of the rectus musculature. The fluid collection in the right anterolateral abdominal wall musculature is somewhat larger on today¿s study. The transverse diameter is similar, but the thickness of the fluid collection is approximately 2.2 cm compared to 0.9 cm previously. Impression: areas of circumferential wall edema in portions of the descending colon and splenic flexure of the colon concerning for colitis. Some mildly distended loops of small bowel in the abdomen, compatible with a mild ileus. Mild interval increase in size of the fluid collection in the right anterolateral abdominal wall musculature, probably a postoperative seroma. Infected fluid cannot be entirely excluded on this exam however. (B)(6) 2017: (B)(6). Radiology-CT abdomen/pelvis. Indication: evaluation for small bowel obstruction. Impression: increase in size of a fluid collection in the right lower abdominal wall that may represent a postsurgical seroma. Residual or recurrent abscess is also possible. No evidence of bowel obstruction. (B)(6) 2017: (B)(6). Emergency room visit. Presents with abdominal pain, nausea and vomiting. Exam: there is tenderness (very mild lower abdominal tenderness). Daily marijuana user has been using this to help with nausea. Plan: discharge home, antiemetics as needed, stop using marijuana. (B)(6) 2019: (B)(6). Emergency room visit. Presents with complaints of persistent abdominal pain as well as nausea and vomiting. Given complex abdominal history elected for CT imaging which ultimately did show high-grade small bowel obstruction. Surgery team recommended nasal gastric tube placement and will admit. Impression: small bowel obstruction. Acute kidney injury. Plan: admit to surgical floor. (B)(6) 2019: (B)(6). Radiology-CT abdomen/pelvis. History: abdominal pain. Impression: high-grade mechanical small bowel obstruction. Transition zone is in the left lower anterior abdomen. There is stranding surrounding the dilated small bowel that could be from inflammatory or ischemic changes located closely to the abdominal wall. (B)(6) 2019: (B)(6). Discharge summary. Was managed conservatively with bowel rest and decompression and received IV fluids for resuscitation. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2004: [missing records: records for the CT scan showing ¿presence of abdominal wall hernia which contained some omentum and possibly some mesentery¿ were not provided.] (B)(6) 2004: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: incisional hernia. Right abdominal wall mass. Postoperative diagnosis: multiple incarcerated incisional hernias containing incarcerated omentum. Right abdominal wall mass. Procedure: repair of numerous swiss-cheese-type incarcerated incisional hernias with gore-tex dual-mesh soft tissue patch. Excision of right abdominal wall tumor. Assistant: (B)(6), md, resident. Anesthesia: general endotracheal per dr. Strba. Indications: this 43-year-old white male [sic] first became aware of some pain and a pulling sensation in the upper right abdomen about 3 or 4 weeks ago. She was seen by her internist, and he noted an egg-size mass in the right subcostal region which was tender. A CT scan was obtained and did not reveal the presence of any mass in the abdominal wall but did reveal presence of an abdominal wall hernia in the upper midline which contained some omentum and possibly some mesentery, but no bowel appeared to be in the hernia sac. On examination in the office, the patient had a subcutaneous soft tissue tumor in the right subcostal region measuring 5 cm in diameter. The lesion was overlying the costal margin, was quite mobile, and was very tender. She also had tenderness in the upper midline beneath her vertical midline scar, and she had evidence for protrusion of the abdominal wall in the area consistent with a hernia. She also had some protrusion of the abdominal wall just above the umbilicus consistent with at least one secondary defect. These areas were tender. Because of the thickness of her abdominal wall, I could not tell if these areas were reducible. Review of her CT scan revealed evidence for obvious herniation in the upper midline, with some omentum or fatty tissue herniated into the subcutaneous fat. No bowel appeared to be present in the hernia sac. The patient is brought in at this time for excision of her symptomatic right abdominal wall tumor mass to rule out malignancy and for symptom relief. She will also undergo repair of her incisional hernia to prevent future incarceration or strangulation. Procedure: ¿the patient was identified, brought to the operating room, placed in a supine position on the operating table and induced under general endotracheal anesthesia. The skin of the abdomen was prepped with duraprep and draped as a sterile field. An ioban adhesive drape was applied. One gram of ancef had been previously given in the presurgery holding area. Attention was directed first to the palpable mass overlying the right costal margin. A transverse incision was made overlying this mass and the dissection carried down sharply into the subcutaneous fatty tissue. The patient had a fairly well circumscribed fatty soft tissue tumor in this area extending down to nearly the ribs. This measured about 5 cm in diameter and actually appeared to have a finger-like extension more inferiorly. All suspicious tissue was excised and forwarded to pathology for examination. Palpation revealed no additional suspicious tissue present and excision was felt to be complete. Hemostasis was obtained with electrocautery. After verifying that hemostasis was present, the incision was closed with a running subcuticular stitch of 4-0 vicryl. Steri-strips and sterile telfa and gauze dressings were applied. Attention was then directed to the midline incision. The central portion of this was incised and the dissection carried down into the subcutaneous fatty tissue. The patient's abdominal wall was quite thick, and it was well over 2 inches down to the hernia. Immediately apparent was herniation of a significant amount of omentum through multiple swiss cheese-type defects. These hernias were incarcerated, and I felt that this was on a chronic basis. Most of them contained incarcerated omentum, some of them contained incarcerated preperitoneal fat. The dissection was quite difficult due to extensive scarring in the hernia sac, and eventually the omentum was freed up from the surface of the hernia sac and attempt made to reduce this back into the abdomen. This was quite difficult because of adhesions present within the abdomen as well, and some of these adhesions required lysis to free up the omentum. The two largest defects were in the midepigastrium and measured approximately 1-1.5 cm in diameter each. There was a fascial bridge of 1 cm between the two, and this was divided. Once the omentum had been reduced and a finger could be placed into the abdominal cavity, more adhesions were encountered. These were taken down sharply. Inspection of the posterior surface of the abdominal wall revealed innumerable additional defects, some of which contained incarcerated omentum and others incarcerated preperitoneal fat. All of the defects were then opened up in the midline and converted into a single larger defect. The defects were located both superior to the two largest defects and inferior to the two largest defects all the way down to the umbilicus. The resultant fascial defect measured 14 x 9 cm. There was quite a bit of thinned out tissue along the margins of the defect, and this was trimmed back to healthy-appearing fascia. It was not possible to repair the defect primarily, and a gore-tex dual-mesh soft tissue patch was used for the repair. This was cut to measure 18 x 13 cm, and this would provide a 2-cm overlap on all sides of the defect. A small flap was developed just superficial to the fascia circumferentially for a distance of about 2-3 cm. Interiorly, all omentum was freed up from the posterior surface of the abdominal wall for a distance of several centimeters about the defect. The mesh was then placed with the smooth side toward the peritoneal contents and the corduroy side towards the fascia and subcutaneous tissue. The mesh was sutured to the posterior surface of the abdominal wall with interrupted mattress sutures of 2-0 gore-tex; this required 36 such sutures since it was such an extensive defect. This provided a nice tension-free repair. Prior to tying the last few sutures, sponge count was reported to be correct, and the abdomen was irrigated thoroughly with saline containing 1 gram of ancef per liter. After again verifying that hemostasis was present, the remaining sutures were tied, taking care to prevent incorporation of any omentum or bowel in the ligatures. The wound was then irrigated thoroughly with saline containing 1 gram of ancef per liter until the effluent was clear. Local anesthesia was obtained with 0.25-percent marcaine with 1:200,000 epinephrine. A 10-mm flat, fully-fluted drain was then placed along the right lateral aspect of the repair but not touching the synthetic patch. It was brought out through a separate incision to the right lateral aspect of the inferior end of the skin incision. The subcutaneous tissue was reapproximated with interrupted sutures of 3-0 vicryl to help obliterate dead space. The dermis was reapproximated with interrupted buried sutures of 3-0 vicryl. The skin was closed with staples. Sterile telfa and gauze dressings were applied. The drain was secured with 3-0 nylon and was connected to bulb suction. The drain site was dressed with sterile gauze. The blood loss for the procedure was estimated to be approximately 250 cc. Sponge and needle counts were reported as correct upon conclusion of the procedure. The patient tolerated the procedure well and was taken to the post anesthesia care unit in satisfactory condition.¿ (B)(6) 2004: (B)(6). Implant sticker. Dualmesh plus antimicrobial. Lot: 02763344; item: 1dlmcp04. Location: upper midline abdominal wall. Expiration date: 11/2005. The records confirm a gore® dualmesh® plus with biomaterial (1dlmcp04/02763344) was implanted during the procedure. (B)(6) 2004: (B)(6). (B)(6)., md. Discharge summary. Right abdominal wall mass, incisional hernia, morbid obesity, history of narcotics/drug addiction. Excision of right abdominal wall tumor, repair of numerous swiss-cheese-type incarcerated incisional hernia with gore-tex dual mesh soft tissue patch and no additional procedures. Admitted with complaint of some pain and swelling in her right upper abdomen, was evaluated by her internist and he noted a right upper quadrant mass. CT scan of the abdomen which did not show the mass in the abdomen but did reveal the presence of abdominal wall hernia which contained some omentum and possibly some mesentery, but no bowel. Patient elected to proceed with excision of her mass as well as a ventral hernia repair; tolerated procedure relatively well, diet advanced, stable for discharge. Instructed not to lift anything heavier than 10 pounds, shower but not to soak in the tub. (B)(6) 2006: [missing records: records for the CT scan showing the ¿revealing the recurrence of her hernia¿ were not provided.] (B)(6) 2006: (B)(6). (B)(6)md. Discharge summary. Admitting diagnosis: right upper quadrant pain of unclear etiology, recurrent incisional hernia. Procedures: esophagogastroduodenoscopy, colonoscopy. Patient presented to the emergency room on (B)(6) 2006, with abdominal pain, diarrhea, dry heaves, pain had been present for about a week and primarily right-sided, quite deep within the abdomen. This was initially associated with 2 days of bloody diarrhea and that her bowel movements since then had continued to be quite loose and a bit mucousy. Went into see dr. Trinh, her internist, for evaluation and a CT scan was obtained revealing the recurrence of her hernia along the lower aspect of her previous repair and to the left side of the inferior aspect of the repair but she had no evidence of any significant bowel thickening. Fluid present in the abdomen or fluid present about the graft. She had no tumor masses in the abdomen. There was no definite evidence for any obstruction. In the emergency room, she had a soft, obese abdomen with bowel sounds present, moderate tenderness to palpation in the right upper quadrant and this seemed to involve the entire right upper quadrant with some radiation into the right flank; slight bit of sensitivity over the area of the recurrent hernia but no evidence of any obvious incarceration or erythema of the overlying skin. Colonoscopy/upper endoscopy on (B)(6) 2006 found a slight bit of erythema in the body of the stomach and some small internal hemorrhoids but the gastrointestinal tract that was visualized was otherwise entirely unremarkable. Unsure about the nature of her pain but felt that it could possibly be related to her recurrent hernia. She still had some sensitivity in the right upper quadrant, but it was decreased compared to admission. No evidence of obstruction or any indication for acute surgical intervention, allowed to go home and then follow-up as outpatient. Discharged in good condition. (B)(6) 2006: (B)(6) 2006. (B)(6) 2006 md. Operative report. Preoperative diagnosis: recurrent incisional hernia associated with abdominal pain. Postoperative diagnosis: recurrent incisional hernia associated with abdominal pain. Operation: repair of recurrent incisional hernia with gore-tex dualmesh soft tissue patch. Anesthesia: general endotracheal. Indications: this 45-year-old white female underwent repair of multiple swiss cheese-type incisional hernias 2 years ago using a large gore-tex dualmesh soft tissue patch. The previous repair was quite extensive, but the patient did quite well for the past couple of years. She has recently developed some vague abdominal discomfort which she states is nearly identical to that she experienced when she had her hernias previously. Her workup has been exhaustive including a CT scan revealing evidence of recurrent herniation along the left side of her previous patch and along the inferior aspect of the previous patch. She had some bowel present in the subcutaneous tissue inferiorly but none present superiorly. She also had a gastroenterology consultation and underwent endoscopy from above and below, and this revealed no significant reason for her abdominal pain. The gastroenterologist felt it was most likely related to her hernia. Because of ongoing persistent abdominal pain, the patient was brought in at this time for repair of her recurrent incisional hernia to prevent future incarceration or strangulation and possible symptom relief. I advised her that I would not expect her abdominal pain to resolve if it were not related to the incisional hernia. Procedure: ¿the patient was identified, brought to the operating room, placed in the supine position on the operating room table, and induced under general endotracheal anesthesia. The skin of the abdomen was prepped with betadine and draped as a sterile field. An ioban adhesive drape was applied. One gram of ancef was also given in the operating room. The patient's previous vertical midline incision was opened, and dissection was carried down sharply to the subcutaneous fatty tissue. Bleeders were electrocoagulated. Dissection was carried down to the hernia sac along the inferior extent of the previous repair, and this was opened sharply. There was a nice pseudocapsule both superior and inferior to the patch, and the bowel was not particularly adherent to the patch; however, there was a large defect inferiorly measuring at least 5 cm in maximum dimension. The entire left side of the previous repair had disrupted, and there was a small hernia along the entire left-hand side of the previous patch. Interestingly when the patch was placed, it measured 18 x 13 cm. The patch removed today measured approximately 14 x 9 cm, so there had been significant shrinkage of the patch over the past 2 years. Since the hernia had encompassed at least half of the circumference of the patch, I felt it was best to remove the old gore-tex patch and repair the resultant defect with a larger patch. The fascial defect measured approximately 18 x 14 cm. A gore-tex patch was cut to measure 22 x 18 cm to provide at least a 2-cm overlap on all sides of the defect. The patch was sutured to the margins of the defect with four running sutures of heavy gore-tex, each of the sutures occupying one-quarter of the circumference of the repair. This was a nice tension-free repair. Prior to placement of the last running suture, the abdomen was irrigated thoroughly with saline containing 1 gram of ancef per liter until the effluent was clear. Sponge and needle counts were reported as correct. The remaining suture was then placed and tied resulting in a nice tension-free repair. Hemostasis was present. A 10-mm, flat, fully fluted drain was placed along the right-hand side of the repair where the widest flap was located and brought out through a separate incision on the right lateral aspect of the inferior extent of the skin incision. The subcutaneous tissue was then reapproximated with interrupted sutures of 3-0 polysorb. The skin was closed with staples. Sterile telfa and gauze dressings were applied. The drain was secured with 3-0 nylon and connected to bulb suction. The drain site was dressed with sterile gauze. Blood loss for the procedure was estimated to be less than 100 ml. Sponge and needle counts were reported as correct upon conclusion of the procedure. The patient tolerated the procedure well and was taken to the post anesthesia care unit in satisfactory condition.¿ (B)(6) 2006: providence st. Vincent medical center. Implant sticker. Dualmesh plus antimicrobial. Lot: 03388766; item: 1dlmcp07. The records confirm a gore® dualmesh® plus with biomaterial (1dlmcp07/03388766) was implanted during the procedure. (B)(6) 2006: (B)(6) 2006. (B)(6)., md. Discharge summary. Admitting diagnosis: recurrent incisional hernia. Procedure performed: repair of recurrent incisional hernia with a gore-tex dual mesh soft tissue patch performed on (B)(6) 2006. Underwent repair of an incisional hernia about 2 years ago, recently started to have episodes of pain in the right upper quadrant and epigastrium similar to the pain she had 2 years ago prior to repair of incisional hernia, also noted some bulging of the abdominal wall. CT scan done, which revealed evidence for recurrent herniation to the left of the midline and in the lower midline along the lower edge of her repair. This appeared to be well away from the area of her discomfort, but she noted that it was exactly the same discomfort that she had at the time her other hernia had been present. On exam in the office patient had tenderness in right upper quadrant and along the inferior aspect of her previous hernia repair. There was also mild tenderness along the margins of the repair. No obvious recurrence was palpable even with her standing and bearing down. However, she had clear evidence for recurrence on her CT scan. I had a lengthy discussion with her in the office regarding potential repair of her recurrent incisional hernia. I advised her that it was certainly possible that her symptoms were not related at all to the hernia repair, and that we can go in and repair the hernia and she may still have the same pain. She noted that the pain was significantly interfering with her lifestyle and she wanted to go ahead and have the hernia repaired in hopes of alleviating her abdominal discomfort as well as to prevent any further problems with the hernia. She was therefore brought to the hospital on (B)(6) 2006 for repair of her incisional hernia. At the time of her operative procedure she was found to have recurrence of the hernia along the entire inferior and left side of the old gore-tex patch. There was no way to repair the hernia without removing the old patch and this was done. The new defect measured approximately 16 x 14 cm and was repaired with a large gore-tex soft tissue patch measuring 20 x 18 cm. This provided about a 2 cm overlap on all sides of the repair. This was a nice tension free repair. The patient's postoperative course was generally unremarkable. After her postoperative ileus resolved, doing well at time of discharge. Sponge baths only, empty drain every 12 hours. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial plus instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect . H6: updated investigation finding. H6: updated investigation conclusions: d17: appropriate term/code not available for ¿withdrawn complaint¿. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn.¿ it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. The instructions for use further state: ¿cutting gore® dualmesh® biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ the instructions for use further includes a precaution which states, ¿ensure the size of the device is adequate for the intended repair.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 02763344. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The product identification records provided for the alleged gore device were not valid. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2004 and (B)(6) 2006 whereby two gore® dualmesh® plus biomaterial were implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore devices were explanted. It was reported the patient alleges the following injuries: mesh had pulled away from fascia, mesh removal and additional surgeries. Additional event specific information was not provided.